Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 211 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 112 mg/dl. The customer feels well and did not report any symptoms. The customer stated he went to see his healthcare provider due to concern over the high blood glucose results obtained. Customer was comparing different meter brand against the truemetrix per physician instructions, comparison results were not provided. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 107 mg/dl and 104 mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 10/21/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: result 1 : 147 mg/dl date:(B)(6) 2017 time: 9:48 am fasting , result 2 : 142 mg/dl date: (B)(6) 2017 time: 9:27 am fasting, result 3 : 211 mg/dl date: (B)(6) 2017time: 9:57 am fasting, result 4 : 140 mg/dl date: (B)(6) 2017 time: 10:00 am fasting , result 5 : 208 mg/dl date: (B)(6) 2017 time: 10:18 am fasting. Customer states high blood results.